Event description:
It was reported that a speaker malf. Inop was displayed on the intellivue x3 and there was no sound coming from the device. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
E1: (B)(6). Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate the speaker was defective. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. The device was operational after replacing the speaker, and the device was returned to the customer. If additional information is received the complaint file will be reopened.